Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) bypass graft using an indigo system aspiration catheter 7 (cat7). During the procedure, after advancing and placing the cat7 into the target location, the physician felt that the tip of the cat7 was kinked. Therefore, he decided to remove the cat7. While retracting the cat7, the physician encountered resistance and upon removal noticed the tip of the cat7 to be kinked. Therefore, the cat7 was not used in the procedure. It is unknown how the procedure was completed; however, the patient was placed on thrombolytics treatment. There was no report of an adverse effect to the patient.